Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with thrombophilia and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter detached, perforated. The device was removed percutaneously and one of the small hooks were remained within the patient. The patient reportedly experienced back pain; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately nine years and one month later, the patient presented with back pain starting two to three years ago, unaffected by back surgery with evidence of a perforated inferior vena cava filter to the spine and aorta. Removal of the inferior vena cava filter was recommended. Access was gained via right femoral vein. Inferior venacavogram was then performed denoting a filter at the very distal end of the inferior vena cava, and an 18-french sheath was then passed over an amplatz wire to the inferior vena cava. A 7 x 45 sheath was then passed through the 18-french sheath, and a grasping device was then passed through the 7-french sheath. The filter was then grasped fi1mly. The 7-french sheath was then slid up to the grasping device, the jaws of the device which locked in the filter. A very slow retrograde motion, the filter was then pulled slowly back into the large sheath and then out of the body. A completion venogram was then performed showing no complications associated with the removal of the filter, widely patent inferior vena cava with brisk flow. The filter was then examined on the back table. The filter had 12 arms. All the arms were intact. There were 6 hooks that should be present and only 5 were present. One of the small hooks were remained within the patient. The sheath was then flushed carefully to see if the hook was involved with that, it was not. The surgical field was examined, there was no piece that could be determined. Therefore, the investigation is confirmed for the alleged filter limb detachment and perforation of the inferior vena cava. The definitive root cause could not be determined based upon available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 02/2011), g3. H11: h6(result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 02/2011)

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with thrombophilia and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that filter detached, perforated and the patient reportedly experienced back pain. The device was removed percutaneously and one of the small hooks were remained within the patient. The current status of the patient is unknown.